Manufacturer narrative:
Pc-(B)(4). Date sent: 5/29/2020 batch #t5em3x. Investigation summary the analysis found that one sc60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event could not be confirmed, as the device opened and closed without any difficulties noted and no cartridge was returned for analysis. Additional information was requested and the following was received: ¿ was the device locked on tissue with the jaws closed? If yes, how was the device removed? >> no ¿ what troubleshooting steps were attempted to open the device >> yes, but didn¿t work. ¿ did the jaws eventually open? >> no.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the anvil jaw could not be reopened. There were no patient consequences. No additional information is available at this time.